Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered however, system check with tandem technical support confirmed the pump was functioning as intended. Subsequently, the customer's blood glucose ranged from 44-48 mg/dl. The customer consumed glucose tablets to address the bg. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.